Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the pacemaker exhibited battery life overestimation issue. No intervention was performed and there were no patient consequences.